Event description:
It was reported that the patient presented to the clinic after receiving a patient notification for episodes of non-sustained ventricular oversensing due to possible oversensing of electro-magnetic interference (emi). The patient was using a wireless microphone at the time of the episode. No oversensing could be replicated with deep breathing and/or coughing. Patient notifier was disabled and the alert cleared. Patient will be monitored closely for further events.